Manufacturer narrative:
The onyx material was not returned for analysis as it was consumed in the procedure. Please note that per onyx instruction for use: "stop injection if increased resistance to the onyx les injection is observed. If in creased resistance occurs, determine the cause (e.g., onyx les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure as use of excessive pressure may result in catheter rupture and embolization of unintended areas.¿ MDR related to this event: 2029214-2016-00414 2029214-2016-00415. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the onyx injection through a marathon catheter, the catheter was reported to have occluded and broken. There was report of resistance during the onyx injection and no onyx material exited the catheter tip. Upon removal and inspection of the catheter, it was realized that the catheter had "broken". The catheter was reported to have become stuck within the guide catheter. The patient was ultimately treated with a different set up. There was no patient injury. The anatomy was moderate in tortuosity. Treatment location was reported to be a right parietal arteriovenous malformation (s-m iii).